Event description:
It was reported that an ilet pump¿s display became unresponsive after the user performed shallow-water aerobic activity while wearing the device; the user confirmed the charger showed a solid indicator, but the screen remained blank, and the device would not power on despite the blue light at the bottom of the unit. Symptoms included no adverse clinical effects. Outcomes included the user discontinuing ilet use and transitioning to a backup pump. Investigation included customer support, troubleshooting, and logistical coordination for device replacement and return. Investigation of the returned device revealed a nonfunctional display consistent with a suspected sleep/wake or touch interface failure that prevented normal wake or visibility of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/sleep-wake interface with an undetermined specific root cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.